Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: rinato; neos route. The device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties removing the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a non-tortuous, non-calcified, concentric, de novo, 70% stenosed lesion in the proximal left anterior descending artery. After performing thrombus aspiration and advancing a basket guide wire, the xience alpine 2.50 x 38 mm was deployed at 10 atmospheres. The stent delivery system (sds) balloon was inflated twice at 10 atmospheres. An attempt was made to remove the sds from the deployed stent but the sds could not be removed. The sds was inflated again at 12 atmospheres and it was deflated but the sds could not be removed from the deployed stent. On angiography the sds balloon was confirmed to have been deflated; meaning no contrast media was confirmed to be present inside the balloon. The deployed stent was well apposed to the vessel wall. In an attempt to help remove the sds from the deployed stent, a guide wire was advanced through the deployed stent and then the sds was removed from the stent successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.